Event description:
The user facility reported using licox system in the last two cases and the im1. S probe was inserted for five days. Suddenly the probe started giving zero reading. The user facility threw out and only had one to send back from lot number 150304.